Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, it was stated that the handle had an error, "moisture alert¿ appeared without any moisture present. After cycling reload, the "pressure zone gauge" would not display, although the "swim lanes" on the screen were all indicated "green". It was also reported that on the second reload, screen was not indicating that the reload had been fired despite it having been. The handle was allowing the used reload to be cycled and the system to be placed into "firing mode". Another cartridge was then used to complete the case; however, it could be unattached and re-attached, and the system would not recognize that it had been used. There was no patient injury. Medtronic initial evaluation shows that the internal components revealed sheared teeth on the firing rack, which indicates that the device was applied to thick tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted the loading unit had a fully fired cartridge in it. Staple pushers were flush. Clamping mechanism was deformed. Functionally, the loading unit was loaded onto a pmv adapter which was connected to a pmv clamshell and a handle. Loading unit showed the connected cartridge had been used, and the loading unit had 11 out of 12 procedures remaining. The cartridge was removed and a new cartridge was loaded onto the device and recognized properly. The loading unit was able to fire without issues and it properly marked the cartridge as used, and the procedures remaining went down 1 count. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of thick tissue that has no relationship to the reported condition. Replication of the deformed clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was stated that the handle had an error, "moisture alert" appears without any moisture present. After cycling reload, the "pressure zone gauge" would not display, although the "swim lanes" on the screen were all indicated "green". It was also reported that on the second reload, screen was not indicating that the reload had been fired despite it having been. The handle was allowing the used reload to be cycled and the system to be placed into "firing mode". Another cartridge was then used to complete the case however it could be unattached <(>&<)> re-attached <(>&<)> the system would not recognize that it had been used. There was no patient injury. A medtronic initial evaluation shows that the internal components revealed sheared teeth on the firing rack, which indicates that the device was applied to thick tissue.